Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at an unknown level. During the procedure, while the surgeon was using cement resistant technique, it was reported that one inflatable bone tamp (ibt) was removed, then cement was injected and the bone tamp on the contralateral side ruptured within one minute. The surgeon attempted to withdraw the contrast immediately. No patient complications were reported.